Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 500 mg/dl at the time of the incident and was treated with the insulin pump. The customer¿s other blood glucose was 310 mg/dl. The customer received an insulin flow block alarm. The customer stated that the insulin exited. The customer was advised to change the entire infusion system. The customer declined troubleshooting. The insulin pump will not be returned for analysis.